Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a device tracking from via the device tracking system indicating that the pt expired on (B)(6) 2013 due to non-recovered embolic stroke.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.